Manufacturer narrative:
H6: investigation summary: as no physical sample, part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that 5 unspecified bd venflon¿ catheters kinked during use. The following information was provided by the initial reporter: "it was reported: via survey response that the clinician experienced... Catheter kinking."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 5 unspecified bd venflon¿ catheters kinked during use. The following information was provided by the initial reporter: "it was reported: via survey response that the clinician experienced catheter kinking."

Manufacturer narrative:
Correction: b5: describe event or problem: it was reported that 5 unspecified bd venflon¿ catheters kinked during use. The following information was provided by the initial reporter: "it was reported: via survey response that the clinician experienced... Catheter kinking" -kinking during insertion of cannula -inflammation and fever pain -inflammation swelling -unable to administer injection imdrf annex e grid: e0512, e1720, e2330, imdrf annex f grid: f11.

Event description:
It was reported that 5 unspecified bd venflon¿ catheters kinked during use. The following information was provided by the initial reporter: "it was reported: via survey response that the clinician experienced... Catheter kinking" -kinking during insertion of cannula -inflammation and fever pain -inflammation swelling -unable to administer injection.